Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead exhibited placement difficulty and it was said to have trouble screwing the lead into the heart. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.